Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that it had a motor malfunction alarm where the rpm/flow lost control and ramped up and down and the cone made a sound like a decoupling event.the bioconsole displayed error codes on display, err 52: sc mpu mc speed control gain soft error and err 48: sc mpu mc hall phase c soft error.a hand crank was not required. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation:the reported motor malfunction alarm where the rpm/flow lost control and ramped up and down and the cone made a sound like a decoupling event.the bioconsole displayed error codes on display, err 52: sc mpu mc speed control gain soft error and err 48: sc mpu mc hall phase c soft error was verified during service. Service technician was unable to duplicate reported error.service technician ran bio-console for 15 minutes without error but verified complaint of displayed error 52 and 48 via service error logs. The issue was resolved by replacing the assembly 560 bioconsole mp module. Preventative maintenance was performed per specifications. Note the instrument was not returned to medtronic facility but was serviced by field service technician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.